Event description:
On (B)(6) 2009, the pt's wife reported that she noticed condensation in the cartridge compartment of the infusion device. She stated that she normally assists the pt with the cartridge change but the pt had inserted this insulin cartridge on his own. She was unsure if the insulin cartridge was cold or at room temperature upon insertion. She initially stated the cartridge compartment smelled of insulin but later stated that she believed it was only condensation. She dried the cartridge compartment with a cotton swab. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.